Event description:
The customer reported erroneous elevated troponin, psa (prostate specific antigen) and free psa test results for four patients were obtained when using the access 2 immunoassay system. The erroneous test results were generated on (B)(6) 2014 after preventive maintenance (pm) was completed on the analyzer. Subsequent testing of the patient's samples on an alternate analyzer produced lower results within the normal reference range for the troponin assay and believable results for psa and free psa assays. The results were reported out of the laboratory and there was no change to patient treatment in conjunction with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and found hardware related to precision pump assembly to be the likely cause of this event and replaced precision pump assembly. Additionally the fse also replaced wash pump assembly and fluidics manifold. The fse performed necessary hardware verification and verified instrument performance.